Event description:
It was reported that it was difficult to load the non-bsc guidewire into the catheter, and after the guidewire was able to advance, the catheter shaft was distorted on the distal end. Prior to a pulse field ablation (pfa) procedure a farawave pulsed field ablation catheter was selected for use. There was a lot of resistance when introducing the non-bsc guidewire into the handle, which required significant pushing to get the wire through the lumen. After the guidewire was advanced, the shaft of the catheter was distorted on the distal end when the array was deployed to the flower shaft. The catheter shaft was kept straight during guidewire advancement and deployment testing. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis. It was further reported the catheter shaft deviated distally in the flower position when laid straight on the table. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).